Manufacturer narrative:
The product was visually inspected in the laboratory of the manufacturer. The hls module was strongly contaminated and was full of clotted blood. The oxygenator was firstly rinsed with water and dried afterwards. The blood side was cleaned twice with sodium hydrochloride. After the cleaning process the product was tested according to bop 7548 for the temperature measurement function together with the cardiohelp system. No temperature values were shown on the cardiohelp's display. The hls module was swapped to another one in order to check if the failing temperature measurement was related to the hls module or not. The temperature was correctly displayed by using the exchanged hls module. Based on this the failure " tart is not reading" could be confirmed. The most probable cause for this failure is an defective temperature sensor. A review for similar complaints was performed. One similar incident was found out of year 2013. Due to this information no systemic issue could be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested for return. A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned under is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
According to the customer: "tart (arterial temperature) is not reading. It shows dotted lines. All other parts of the disposable and hardware appear to be working properly. I asked him to unplug the pressure sensor and replug it in. He did without success. There are no other issues and this did not affect patient care. Our service technician is also involved. The disposable and hardware are still in use. The error occured during priming and throughout the run." (B)(4).